Manufacturer narrative:
The technician replaced the CPR valve to repair the bed.

Event description:
Info received indicates when the CPR function is used the knee section will lower not the head section.